Manufacturer narrative:
Concomitant medical products: product ID: vamf4242c150te, serial/lot #: (B)(4), ubd: 02-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the emergent endovascular treatment of an unknown sized ruptured thoracic aortic aneurysm. It was reported that an expired product was implanted in the patient. The patient is reported to be fine. It is noted that the physician was aware that the product was expired but had no option due to the emergency presented. No additional clinical sequelae were reported and the patient is fine.